Event description:
Complainant alleged that the medics were treating a pt who had fully coded. The multi-function electrodes were placed in the anterior and posterior positions on the pt, "being careful to roll the pads to prevent air pockets". The pt was monitoring in "pads" mode and it was determined that the pt was presenting a ventricular fibrillation heart rhythm. The pt was shocked once at 120 joules, and a second time at 150 joules. The pt then went into a brady idio-ventricular rhythm pulseless electrical activity rhythm. The medics administered medication to the pt, but the pt then presented a ventricular tachycardia rhythm. The pt was shocked a third time at 150 joules. When the energy was delivered to the pt an arc was observed and the device then displayed "check pads" and "poor pad contact" error messages. The medics then monitored the pt using the three lead ECG cable and electrodes. The monitor indicated that the pt was presenting an asystole heart rhythm. The medics then placed fresh multi-function electrodes on the pt, using "the same technique, rolling to prevent air pockets." The screen displayed the same error messages of "check pads" and "poor pad contact". At some point during the event pt CPR was performed, but the complainant indicated that the CPR was not performed over the pads. The medics then obtained another device to defibrillate the pt. The complainant indicated that the pt subsequently expired, but that the pt outcome was not as a result of the reported malfunction.